Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that they changed ma/il/dopomine/. The customer reports they added cap to the uvc. They pinched the uvc while new fluids were connected. The uvc started leaking at the hub connection and stopped working. The customer reports there was a hole in the catheter at the hub.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring made attempts to obtain additional info on 10/19/2012, 10/24/2012, 11/01/2012, 11/05/2012, and 11/07/2012. To date no response has been received. If additional pertinent info becomes available, the report will be updated.